Event description:
Device 2 of 3: MFR. Reference report: 1627487-2019-03785, and 1627487-2019-03787.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: MFR reference report: 1627487-2019-03785, and 1627487-2019-03787. It was reported that the patient was not getting adequate relief from the system. Reprogramming was attempted without success. The system was explanted on (B)(6) 2019.